Event description:
It was noted that the left ventricular lead exhibited low pacing impedance. No intervention was performed and the patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.